Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board.

Event description:
While treating a pt during a code, the device displayed a "bridge test fail" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.